Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on 9 patient samples that resulted positive when using the simplexa covid-19 direct assay, but negative when repeated on a competitor assay (cepheid genexpert). Run analysis of the simplexa results showed 12 positive samples detected between 28-34 cts. Nine (9) of the positive samples with cts above 30 were repeated on the competitor assay (genexpert) and resulted negative. A diasorin subsidiary was troubleshooting with the customer and observed that the customer's dad discs may have been contaminated at the site (possibly by gloves). Once the discs were replaced, no further false positives occurred. The customer's device and suspected false positive samples were not provided for investigation. Retains were tested on 8/31/2020 with 8 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# x8150n, met all qc release criteria prior to kit release. Mol4151, lot# x8150n were tested using a total of 35 no-template controls (ntc) replicates with zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x8643n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on 9 patient samples that resulted positive when using the simplexa covid-19 direct assay, but negative when repeated on a competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to a diagnosing physician. Patient samples were nasopharyngeal swabs in utm and were from patients that were asymptomatic (to the best of their knowledge) that needed a negative result to travel abroad, elective surgeries, ivf, etc. No alleged harm occurred.